Manufacturer narrative:
Physio-control evaluated the removed biphasic pcb assembly and observed that the transistors, designators, q5 and q6 on the biphasic pcb assembly, as well as the diodes, designators cr24 and cr27 on the biphasic pcb assembly were shorted. This caused the device not to be able to charge or shock defibrillation energy.

Event description:
It was reported to physio-control that the customer's device would not charge defibrillation energy during a test of the device. In addition, it was reported that the device had logged several event codes into its memory. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the biphasic pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.